Event description:
The customer alleged that his contour meter was reading in mmol/l. He stated the meter was purchased in the u.s., but would not provide any additional information. No adverse events were alleged. The customer does not live in the u.s. And was heading home in a few days, so he declined to return the meter.

Manufacturer narrative:
The customer declined to provide meter information. It's not possible to determine the manufacture date or 510k number without the meter information.